Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was making noises during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: no load step or prime issue alarms were observed in the pump's black box. The pump was able to perform the rewind, load, and prime steps successfully and without issue. The pump was exercised for 24 hours without any alarms or warnings. The force sensor was found to be calibrated is out of specifications. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces. The force sensor resistance rating was out of specification. Contamination was found on the force sensor plate. Unrelated to the initial allegation, the display screen was dim and discolored.